Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no off no power alert, blank display and low battery alert noted. Device received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump battery does not last long. The customer¿s blood glucose was 5.6 mmol/l l at the time of incident. Customer stated that the insulin pump received an off no power alarm without the low battery alert warning. Customer also reported that this is the second occurrence of off no power alarm without the low battery alert warning. The customer was advised to monitor. The insulin pump is not expected to return for analysis.